Manufacturer narrative:
The insulin pump was received with no act button response due to unlocked join connector and or lcd keypad connector. The device was monitored for several days and no unexpected beeps or vibrates noted. No unexpected numbers scrolling during testing. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests were not performed due to no button response. No cosmetic damage noted.

Event description:
It was reported that the customer cannot remove an alarm. The customer stated that the insulin bump was beeping and vibrating as well. The customer pressed act and nothing happened. The customer stated that pressing esc gets blood glucose reading to appear on the screen. The customer's blood glucose was 133 mg/dl. The customer also mentioned that the up arrow button was stuck. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)